Event description:
It was reported that the patient had to perform a system controller exchange due to "power disconnected" alarms. Log files were submitted for review and captured no notable alarm conditions of parameter changes. At 7:39:30 the driveline was disconnected, at 7:39:35 the pump was back on and running, and at 7:39:49 the driveline was disconnected.

Manufacturer narrative:
This event was initially reported under manufacturer report number: 2916596-2026-01631. Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to a driveline disconnect. Although a specific cause for the driveline disconnect could not be conclusively determined. On 22jan2026 at 07:39:30, the submitted log file captured the driveline being briefly disconnected before being reconnected on 22jan2026 at 07:39:31. The pump then ramped up to speed as intended. On 22jan2026 at 07:39:49, the driveline was disconnected again and shortly after both power cables were disconnected. The second driveline disconnect and disconnection of both power cables is consistent with the reported controller exchange. The pump operated as intended while the driveline was connected and there were no other notable events captured on the reported event date in the log file. The provided information indicated the patient exchanged their controller to troubleshoot the power cable disconnect alarm. The atypical power cable disconnect alarms have been addressed under the controller investigation (reported under manufacturer report number: 2916596-2026-01631). Multiple attempts were made to obtain additional information regarding the cause for the additional driveline disconnect alarm; however, no additional information has been provided and to date, no product has been received for further analysis yet. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve driveline disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. Section 8 of the patient handbook, entitled ¿handling emergencies¿, lists examples of emergencies and the proper actions to take. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.